Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 24.0 mmol/l. The customer reported that they just took meter reading and found that the sensor was reading 4.3 mmol/l versus 7.0 mmol/l. The customer reported that they treated high blood glucose levels with insulin pump. Troubleshooting was declined from the customer on the insulin pump. The customer reported via phone call the sensor had inaccurate readings. The customer¿s blood glucose was 7.0 mmol/l and the sensor glucose was 4.3 mmol/l at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.